Manufacturer narrative:
No medical records were provided to the manufacturer. An photo was provided. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a functional test of the biopsy device, the device allegedly self activated. There was no patient contact.

Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the serial number is unknown. Although the sample was not returned for evaluation; three electronic photos were provided for review. Based on the photo review, the instrument appears to successfully prime as the device is shown in both an unprimed and full primed configuration. However, based on the photo review, self activation cannot be confirmed. Therefore, the investigation is inconclusive for self activation as the sample was not available for functional evaluation and the photo review cannot confirmed a functional issue. Per the photo review and evaluation results, the instrument's safety pin was noted to be switched to the "ready" position in two instances, prior to priming and after fully primed. The instructions for use (IFU) states, "care should be taken to prevent premature activation. Leaving the safety pin in the ¿ready¿ position could result in premature activation of the device and possible injury to the patient and/or user." While a definitive root cause could not be determined based upon available information, procedural issues may have contributed to the reported event. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a functional test of the biopsy device, the device allegedly self activated. There was no patient contact.